Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a fading display issue with changes in color spectrum. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/16/2013 with the following findings: during investigation, the text on the display screen was found to be dim, faded and discolored. Unrelated to the complaint, evaluation revealed that the bolus button was found to be unresponsive to button presses and was lifted. An audible alarm reading was not able to be obtained because of the unresponsive bolus button.

Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.